Manufacturer narrative:
On 16-jul-2021, mentor became aware that the statement regarding the manufacturing record evaluation (mre) was incorrect. Manufacturer¿s reference number: (B)(4) since no lot number was provided, no manufacturing record evaluation could be performed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast reconstruction with unknown smooth mentor gel breast implant experienced left-sided capsular contracture postoperatively, baker grade unknown. As a result, the patient underwent explantation and replacement with smooth mentor memorygel breast implants, 650cc on the left (catalog # 3506504bc, lot-serial # (B)(4)) and 340cc on the right (catalog # 3507340mc, lot-serial # (B)(4)) on (B)(6) 2013.